Event description:
It was reported the lead could not be extracted from the introducer; friction was noted at the distal end. There were no consequences to the pt.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation. Review of the device history record confirmed the lot met manufacturing requirements prior to shipment. In conclusion, functional testing revealed a leak at the valve. Microscopic examination of the seal revealed a tear on both ends of the manufactured slit which caused the leak. Dimensional inspection confirmed the inner diameter at both ends of the introducer was within specification. It is uncertain what caused the tears in the seal.